Manufacturer narrative:
The insulin pump was received with a corroded battery tube however, passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. No melted battery compartment noted. The drive support cap was inspected and no anomaly was noted. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on the display window and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's drive support cap was protruded. One side was higher than the other. Customer's blood glucose level was 279 mg/dl. The insulin pump alarmed no delivery. The customer changed the infusion set to resolve the issue. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.